Event description:
It was reported that a decompression was performed at the time of removal surgery for this patient. No patient complications were reported.

Event description:
It was reported that a patient underwent an interspinous process decompression (ipd) using a 10mm peek interspinous spacer to treat lumbar spinal canal stenosis (lscs) at l4/5. It was reported that seven days post-operatively, the patient underwent a revision surgery to remove the interspinous spacer because it had "dislocated". No patient symptoms were reported. No other information could be obtained.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The implant migrated posteriorly. The physician considered that the event implant migration was causally related to the implant.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
One year post-op, the outcome of an implant malposition was revised from ¿no health damage¿ to ¿recovered¿. As the comment of efficacy evaluation by zcq, the following was stated, ¿score deterioration is due to back-out of the implant¿.